Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, rewind anomaly or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose readings, rewind anomaly, motor error alarm, excessive no delivery and exposure to high magnetic field/MRI. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer had an x-ray at the dentist appointment and the pump was exposed. The customer was not able to rewind the pump. The insulin pump will be returned for analysis.